Manufacturer narrative:
One device was returned for analysis. Visual inspection showed scratched lcd lens. The tamper seal was removed. There was no evidence to review in the device's event history log. An accuracy test was performed and the reported issue was duplicated. The device over delivered by more than 10 percent. The most probable cause of the reported issue was due to the expulsor. As a result, the expulsor, valves, and expulsor foam were replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. G2 email is: (B)(4).

Event description:
It was reported that the volume delivery was low. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown.